Event description:
Patient reported "one prosthesis was ruptured and the other in bad conditions, also that they found out that the prosthesis were recalled since 2019." The device remains implanted. This record relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.